Event description:
Pt had surgery to remove aortic valve implanted in (B)(6) 2013. Upon examining the previously-placed 25 mm st. Jude trifecta tissue valve, there was a very clear torn leaflet on the left coronary cusp from the strut of the prosthetic valve between the left coronary cusp. There was also a small strand of visible suture that was broken on the strut between the left coronary cusp and the non coronary cusp. Because of this, the st. Jude medical representative, was contacted intraoperatively regarding this issue. There was absolutely no evidence of endocarditis noted intraoperatively. I removed the previously-placed 25 mm st. Jude trifecta tissue valve sent it to our pathology for gross inspection only. Sjm rep aware and will report to manufacturer. Pt is on numerous drugs. Valve worked for 2 yrs without incident.